Manufacturer narrative:
The cause of the patient perception of the system not working is unknown as the patient declined reprogramming or other troubleshooting with the nalu team. The system was discarded and not returned to nalu for further examination. There is no imaging or other tests available for investigation into the cause of the perceived malfunction.

Event description:
Patient successfully completed a trial of the nalu spinal cord stimulator system in (B)(6) 2022 and was implanted with a permanent system on (B)(6) 2022. After implant the patient reported that the system was not working and declined to perform any troubleshooting with a nalu representative. The system was explanted on (B)(6) 2022.